Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer regarding a patient (pt) with an external device for an implantable pump. Pt stated they've missed 3 doses of medication because they can't keep the communicator with the phone together. They won't stay paired together and constantly every time, pretty much about 1-2 days, they constantly resync and resync their communicator and handset. Pt stated they've missed 3 doses of medication because they don't have the time to keep trying to resync or go to the handset to clear the data. Pt stated they know they need to do it but they shouldn't have to do that every 2 days and that's what they were having to do. Pt also stated that they cleared the data, hooked up the communicator, and they're fine for about 2 maybe 3 days. And "same thing" would start again. Pt stated they need to take a dose of medication right now, but they haven't even tried. Pt stated the handset and communicator were charged and plugged in. Pt also stated that they do not keep both devices plugged in 24/7, as they take them with them when they leave home. Pt stated that they were advised to keep the handset and communicator plugged in, but they are unable to do so because they bring the handset with them and cannot charge it everywhere they go. Both were charged 2 days ago, and if the handset gets to 50%, they usually charge it at home. The pt stated that they turn it off and place it inside their purse and they don't leave it on. They always turn off the handset when they are done using it. Similarly, they turn off the communicator when not in use and power it on only when needed. Pt is asking for a way to get a replacement communicator. The pt turned on the handset and communicator. Agent had pt launch myptm and attempt to connect. Pt saw "no pump found"; pt pressed 'retry' and pt confirmed they were able to connect and deliver the bolus. Pt stated that when they encounter the message "no communicator found," they have to resync it, and if the same message appears again, they have to clear the data. They have to do that every 2-3 days. Pt commented that they they'd never had to do that before and mentioned having issues with the communicator. Pt also mentioned that their shoulder does not work well because their pump is located behind their back. Pt stated that they missed a bolus yesterday and the day before. Agent reviewed information and advised the pt to monitor the issue. Provided the number for information technology (it) to check their handset settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that, since (B)(6) 2025, the patient had been trying to connect to the pump to bolus but the handset kept saying "not found". Per the patient, the handset was not finding the communicator. Patient services had the patient toggle bluetooth and location off and on and had the patient toggle off wi-fi. The patient's handset was showing a battery level of 48%. The patient stated that they typically charged the external devices about every week or so. Patient services reviewed that it was recommended to charge the external devices daily. The patient did not recall the last time they charged the communicator. Patient services had the patient attempt to connect the external devices to the pump and the handset was "just spinning on connecting" and then showed "communicator not found". Patient services had the patient plug the communicator into the ac po wer cord and the battery indicator light was red. The patient planned to continue to charge the communicator and they would call back if further assistance was needed. The patient called back on (B)(6) 2025, reporting "the same thing". The patient stated that they had both items charged and they were still struggling with connecting. The patient mentioned that their pump was slightly tilted and the catheter port was deeper than the rest of the pump. The patient stated that they never had an issue until the last 30 days. Patient services reviewed communicator placement, closed all open applications and had the patient clear data. The patient was able to connect without issue. The issue was resolved without troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine via an implantable infusion pump for spinal pain indications. It was reported that the patient was getting into bed when they started to feel a tugging sensation last night or this morning. The patient stated that their pump felt like it had dislodged. The patient stated their implant site hurts, and that it would hurt when they pressed their communicator over the pump to connect it. The patient stated they have an appointment with their managing healthcare provider (hcp) on monday.